Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 199 mg/dl. The blood glucose reading at the time of the event was 722 mg/dl. Customer stated that she woke up high. Customer bolused, but high did not go down. Customer was driven to the hospital. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.